Manufacturer narrative:
The reported events were unable to implant and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was bent and clogged with blood. X-ray examination found the helix was stretched and bent consistent with procedural damage. The cause of the reported event of the helix mechanism issue was isolated to the helix being stretched and bent.

Event description:
It was reported that during an implant procedure, after placement of the right ventricle (rv) lead, the physician noted that the rv lead position remained unstable despite attempts to secure it by screwing it into place. Multiple repositioning attempts were made; however, the rv lead continued to lose position and would not remain fixed. Subsequently, it was observed that the helix of the rv lead failed to extend properly. The physician elected to not use the rv lead and a new lead was implanted. The patient was discharged with no reports of adverse consequences.